Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred when customer attempted to deliver a bolus. The customer's blood glucose was not impacted. During troubleshooting with tandem technical support, a system check determined that the occlusion was due to the cartridge. The customer was advised to change the cartridge.

Manufacturer narrative:
D1. D2b.